Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was additional sensing integrity counter (sic) and ventricular oversensing likely related to electromagnetic interference. The device is still in use. No patient complications have been reported as a result of this event.